Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication issue. No intervention was performed. No patient consequences.

Event description:
New information notes that the programming changes were made on the device resolving the wireless bluetooth communication issue. No patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of bluetooth connectivity.